Event description:
Information was received indicating that during testing a cadd ms3, mdl 7400, exhibited system fault. No patient involvement.

Event description:
Information was received indicating that during testing a cadd ms3, mdl 7400, exhibited system fault. No patient involvement.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The customer stated problem was duplicated, error code 112 indicated during power up. Replaced drive rod and lead screw. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the pump is outside of its warranty period and results of the complaint investigation do not indicate a problem with the repair of the device.